Event description:
A report was received that the patient's entire system will be explanted and a new system will be re-implanted because the patient is experiencing shocking sensations in his pain areas.